Manufacturer narrative:
G2: country of origin is france. G4: please note that this product 751090001 (inductos 751090001 12mg dk ,fi,is,no,se) is not marketed in the united states; however, it is similar to the united states marketed device 7510800 (infuse bone graft large ii kit) with PMA# p000058. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during a revision surgery from l3 to s1, infuse was implanted posterolateral at levels l3 to s1. The patient had a previous arthrodesis from l3 to s1. The product was not utilized correctly according to the directions given in the instructions for use/labeling. There were no further patient symptoms or complications were reported as a result of this event. Additional information was received via manufacturer representative that there is no plan for revision surgery.